Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a mandibular reconstruction. During the procedure the head of a titanium matrixmidface screw self-tapping broke off due to an excessive torque/pressure on the screw. During the procedure, a 1.1 mm drill bit was used for the screw when the screw head of the screw broke off. Thus, the surgeon then requested a 1.25 mm matrixmidface drill bit from the set to drill out and removed the broken screw; no fragments remained in the patient. No screw was used in that particular hole but it was noted screws were inserted into the necessary holes. There is no known surgical delay. The patient was good and no issues. Concomitant devices reported: matrix orthognathic plate (part/lot unknown, quantity unknown), matrixmidface drill bit (part 03.503.246, lot unknown, quantity 1). This report is for a matrixmidface screw. This is report 1 of 1 for (B)(4).